Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be determined. The legal manufacturer determined, based on the result of the device evaluation and the available information, that the likely cause was an endoscope abnormality or the device was used under a condition where foreign matter, such as water or the residue of chemical solution, adhered to electrical contacts of the endoscope connector.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem of "no image" could not be reproduced and the unit passed all functional tests.

Event description:
A user facility reported to olympus that they were unable to produce a scope image when using the evis exera iii video system center (cv-190). The procedure was completed using another scope and the same cv-190. The user facility did not attribute the problem to the initial scope as they reported to olympus that they verified scope functionality using another video processor. The intended procedure is unknown. No patient injury or harm occurred. The device was not observed to have any damage or other abnormalities upon inspection. No errors or alarms were noted.